Manufacturer narrative:
All batteries were evaluated by manufacturer. Corrections on MFR dates: bat204243 MFR date: 01/13/2015, bat212051 MFR date: 12/11/2015, bat212355 MFR date: 12/18/2015, bat214827 MFR date: 02/21/2016. FDA codes: for batteries: method codes: visual inspection. Analysis of data log(s) interoperability evaluation. Actual device evaluated. Results code: interoperability problem. Conclusion code: quality system deficiency. It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat204243, bat212051, bat212355 and bat214827. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received on february 6th, 2017 indicated that the power switching was reported by the patient. The power switching could not be reproduced by manipulating the battery connections and/or cables. The event was not associated with any controller alarms or pump stops. There was no damage noted to the controller or to its' power connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other devices involved in the event: battery/(B)(4); cat#: 1650de; exp. Date: 02/28/2017; mfg. Date: 02/28/2016; (B)(4); product received:01/17/2017. Battery/(B)(4); cat#: 1650de; exp. Date: 12/31/2016; mfg. Date: 12/31/2015; (B)(4); product received:01/17/2017. Battery/(B)(4); cat#: 1650de; exp. Date: 12/31/2016; mfg. Date: 12/31/2015; (B)(4); product received:01/17/2017. Battery/(B)(4); cat#: 1650de; exp. Date: 01/31/2016; mfg. Date: 01/31/2015; (B)(4); product received:01/17/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that there was possible power switching.  The controller and batteries were replaced with no reported consequence or impact to the patient. Controller log files were sent. Preliminary log file analysis showed no alarms logged in the last 14 days of available data. Clinical engineer stated that log files were indicative of potential issues with battery switching and this could not be confirmed 100% based on log files. No further information was provided.